Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: px53bp lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low p-waves, high thresholds, and intermittent capture. The lead was turned off and capped at a later date. No patient complications have been reported as a result of this event.